Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 2nd obtuse marginal segment and one endeavor sprint rx drug-eluting stent implanted to the rca. On the same day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi is related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164201101097).

Event description:
It is reported that the previously reported mi was not related to the study device

Manufacturer narrative:
(B)(4) myocardial infarction.